Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that another pilot 50 guide wire was used as a replacement device to complete the procedure. No additional information was provided.

Event description:
It was reported that while unpacking an 014 hi-torque pilot 50 guide wire, it was noted that the guide wire tip was missing its polymer coating (approximately the last 3 centimeters distal). The packaging was confirmed to have been sealed prior to opening it and the part and lot number on the outer chipboard box and inner tyvek pouch were confirmed to match. Reportedly, the site believes the incorrect device was possibly packaged in error. Another unspecified replacement device was used in completing the procedure. The complaint device was not used in the patient and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing component and mislabeling were unable to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.